Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the ventilator failed the internal leakage test during pre-use check. Several attempts to contact the customer have been made but no response has been received. No investigation of the reported ventilator has been performed, no device logs has been received and no information how the issue was solved has been received. As a result of lack of information, we are unable to provide, determine or confirm the cause of the reported failure.

Event description:
(B)(4).